Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. No unusual wear noted on the articulating surfaces of the femoral head or acetabular insert. One scratch is noted on the femoral head, possibly from extraction. Matching damage is not found on the acetabular insert. Visual examination confirms the presence of dark substances found on both the male and female tapers. Provided operative reports indicate that patient was revised to address high ion levels, metalosis was found intraoperatively. Patient x-rays were not provided; placement cannot be commented upon. Patient demographics were not provided. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update: (B)(6) from patient : primary surgery date.

Event description:
Patient was revised due to high metal ion levels and the appearance of fluid collections on MRI scan. Patient wasn't experiencing pain.

Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.